Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-16941. It was reported that an asymptomatic patient presented to the hospital on (B)(6) 2021 for a device upgrade procedure. Prior to the procedure, fluoroscopy was performed where it was discovered that the patient's right ventricular lead had externalized conductors. Some visible insulation damage was also noted on the patient's right atrial lead. Both leads were explanted and replaced during the device upgrade procedure. The patient was stable throughout.

Manufacturer narrative:
The reported event for insulation damage was confirmed. As received, a partial lead (only the connector portion) was returned in one piece. Final analysis found that the insulation was abraded at 4.8cm to 4.9cm from the connector pin which exposed the outer coil at the proximal region. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.